Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted. On 6/21/2012, a rep sent in strips that they wanted technical services to look at. It was determined that there was some external emi that impacted the storage. How are the other lead measurements? Very steady- this has been a very good lead. Tried to illicit noise via isometrics, but got none. Recommended to nurse that she try more aggressive maneuvers including pocket manipulation, which she will do. After discussing we believe that the 2 larger spikes on the strip are non-physiologic. Caller will discuss with ep. The 'fuzzy' nature of the a-flutter is present on other egms and ep believes that is just the pts contraction pattern and may be latency from the ra to la. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).